Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reep4099 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that patient was admitted to oncology department due to the need for chemotherapy. After communication with family of the patient, the placement of a PICC catheter was conducted on (B)(6), 2022. Prior to placement, the catheter was checked for integrity. It was found that the catheter leaked liquid.

Event description:
It was reported that patient was admitted to oncology department due to the need for chemotherapy. After communication with family of the patient, the placement of a PICC catheter was conducted on march 10, 2022. Prior to placement, the catheter was checked for integrity. It was found that the catheter leaked liquid.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown outside of patient use. The catheter is being held to show a damaged region near the 19 cm depth marker. A bead of fluid is observed to leak from the catheter. The surface characteristics of the leak location could not be closely inspected from the video sample provided. Based on the information provided, possible contributing factors include stylet damage, sharp instrument damage, and over-pressurization. Since a leak was observed to be present, the complaint is confirmed but the exact cause could not be determined from the video provided. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. H3 other text : evaluation findings are in section h.11.